Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with expert tibial nail on an unknown date for a right tibia fracture. Patient was returned to the o.r. On (B)(6) 2012 for revision surgery due to a non-union of the right tibia fracture. Surgeon removed the hardware and the patient was revised to a new expert tibial nail. Reportedly the patient was hospitalized from (B)(6) 2012 and was treated with medications and surgery. This report is for an unknown screw. This is 2 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patients identifier was reported as: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.